Event description:
It was reported that the pulse generator exhibited an output anomaly. The physician decided to re-open the pocket to test the device and leads. The anomaly could not be reproduced, so the physician elected to deactivate the autocapture. The patient was monitored for a 48 hour period and no issues recurred.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.